Event description:
Patient has had five revisions of a right total knee arthroplasty with a most recent surgery done by an outside hospital (osh) several years ago. To date, all of his infection workups have been negative. He had an arthrogram recently. There was increased uptake along the femoral component consistent or suggestive of loosening.